Event description:
It was reported that during the procedure in an unspecified tortuous vessel, an attempt was made to advance a 2.5x28 rx xience v stent delivery system using force; however, the device could not cross the lesion. The stent delivery system was withdrawn from the anatomy with resistance and force was applied. Once outside of the anatomy, the distal stent struts were noted to be flared. The lesion was ultimately treated successfully using a new promus stent system. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sentia. Guide catheter: alvi. Sheath: sentia. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Stent damage was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.